Manufacturer narrative:
The device evaluation showed the following: engineering removed the handle covers and the spine was examined. The septum appeared to be intact with no obvious damage. Engineering probed the glue ports, and the glue was found to be cured and appeared to be sufficient. The septum was pressurized with green dyed water to determine the location of the leak. A leak was observed near the edge of the manifold lid near the nose piece of the device; however, engineering did not observe damage or insufficient glue. Based on the findings from this evaluation, the physician¿s observation that the delivery system catheter handle was leaking blood while in use was confirmed. The likely cause for the observed leakage could not be determined with the available information. Added g3/g4, h1/h2. H6: component code, conclusion code and investigation findings.

Manufacturer narrative:
Device returned to w. L. Gore. Device evaluation anticipated, but not yet begun. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent emergent endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprosthesis featuring c3® delivery system. During the procedure, a large amount of blood leakage from the delivery system catheter handle was observed, and that resulting in a hurried deployment of the ipsilateral leg and removed the delivery catheter. The patient tolerated the procedure. The device will be returned to us for analysis. A customer response is required.